Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Additional PMA/ 510(k) number: k013227.

Event description:
It was reported that a healing abutment was unable to seat into the implant. Doctor reported the implant (tsvwb11) internal hex was damaged. Implant was removed and procedure was completed using another implant. Tooth location 30.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One implant tapered scr-v sbm (tsvwb11) was returned for investigation. Visual evaluation of the as returned product identified that the internal threads were rounded. Functional testing was performed with an in-house healing abutment. The healing abutment could not seat or thread into the implant as the internal threads were damaged. No pre-existing conditions were noted. The devices were intended for tooth #46 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. DHR review: DHR review for the lot (63949261) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the lot (63949261) for similar events and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information and functional testing, implant malfunction did occur and the reported event was confirmed.